Event description:
It was reported that the ventricular lead exhibited loss of capture, an out of range impedance measurement and 1.3 mv - 1.6 mv sensing in the bipolar configuration. X-ray showed no anomalies. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.